Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. It was alleged that the vibratory alarm was working. It was reported that a blood glucose greater than 250 mg/dl but less than 500 mg/dl occurred. This issue is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/13/2017 with the following findings: during investigation, the original complaint was unable to be duplicated. The pump was opened and there was no damage to the piezo or piezo contact pads. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.